Event description:
The customer reported that an 840 ventilator was inoperable. No patient involvement. The covidien customer support engineer (cse) verified the malfunction and replaced the breath delivery unit (bdu) cpu pcb. The unit passed extended self-testing.